Manufacturer narrative:
Sr-(B)(4)

Event description:
The receiver was returned for evaluation. An external visual inspection was performed and passed. The receiver was charged and failed to boot. It was opened for an internal visual inspection and passed. The receiver battery was replaced with a known fully functioning battery, and it passed the charge and boot test. The receiver log was downloaded and receiver shutting down due to low battery was observed within the relevant dates of the investigation. The receiver passed a discharge test with a test battery. A functional test was not performed due to the receiver having been opened. The complaint confirmation of a receiver ceasing to function was confirmed. The root cause was determined to be a defective battery.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the receiver ceasing to function could not be determined. A root cause could not be determined.